Manufacturer narrative:
Concomitant medical products: product ID 37602, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
The manufacturer representative reported high impedances (>2000 unipolar and >4000 bipolar) during a revision. The impedance with electrode 0 was elevated 4000-5000s. The out of range electrode, 0, was not being used in programming or causing therapy problems. Programming around the discovered issue was possible. There were no reported patient symptoms. The indications for use (ifus) are unknown. Patient name remains unknown. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.